Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear lead kit 70 cm, upn: (B)(4), model: sc-2158-70, serial: (B)(4), batch: 14357501.

Event description:
It was reported that the patient was experiencing inadequate stimulation and ipg was causing discomfort. The patient underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned.